Event description:
A pt arrived in our ed in full cardiac arrest. An attempt was made to defibrillate the pt. When the paddles were placed on the pt, a loud pop was heard and smoke was observed coming from the unit. The ambulance crew were still present and their defibrillator was used. The pt expired, however, not as a result of this event.